Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the surgeon informed me he had to bring back a patient with a bile duct leak from a case he did earlier this week. He said it would be from a clip failure. The patient had to come back to the or. Case completed with a ligamax.

Manufacturer narrative:
(B)(4).; device was not returned for evaluation. "Was the original case with ligamax or was the ligamax used during the reoperation? Ligamax. Can you describe clip failure? Did it fall off or was it formed incorrectly? Did not close completely. What was found in the reoperation? Not sure. Were clips present? Yes. How is the patient currently? Not sure. Is the patient expected to make a full recovery? Yes. How many days post-op? Two. Was there any torque applied during use? No. Were any difficulties encountered during the initial procedure? Not sure. What device is returning? No device will be returned."